Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced air bubbles in the reservoir. The customer's blood glucose was 181 mg/dl. The customer stated that the discoloration looks like condensation in the tube quarter of an inch. The customer reported the drive support cap to appear normal. The product was not returned for analysis.